Manufacturer narrative:
Siemens reviewed the information provided and concludes that it is not a reagent lot or method issue. Quality control (qc) recovery for ca_2 was consistent with peer data and within range. The instrument data showed that the repeated results were run using the same reagent pack. Therefore, the reported issue is not related to the reagent pack. The customer continued to run the instrument using the same reagent pack, and there was no recurrence of discordant results. The customer performed troubleshooting, and service intervention was not required. Based on the data review, the cause of discordant false depressed calcium results is unknown. Siemens cannot rule out the potential presence of foam or bubbles in the ca_2 reagent pack as a contributing factor. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
The customer obtained a discordant, falsely depressed, calcium_2 (ca_2) result on an atellica ch 930 analyzer. The discordant result was not reported to the physician(s). The same sample was used for repeat testing on an alternate atellica chemistry analyzer. The repeat test result obtained on the alternate analyzer was correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed ca_2 results.